Event description:
It was reported that low r-waves and no capture were observed. Lead dislodgement suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.